Event description:
It was reported that (1) 511sd, (1) 355ld were used during a lap radical prostatectomy procedure. It was reported by the rep that he showed the surgeon the optiview trocar. The rep stated that he brought a sample for the surgeon to try (511h) but he wanted the threaded cannula. The surgeon decided to open a 511sd and used the threaded sleeve on the nbo. The surgeon gained access using a veress needle and the optiview trocar and placed two more 10mm bladed trocars. This was done in textbook fashion. The case had been going for about four hours and the possibility of opening had been mentioned many times by the two surgeons. The surgeons noticed that they were losing pneumo peritoneum and noticed three cannulas leaking. They were the 511sd cannula (primary puncture, only the camera had been placed in it) and two 5mm ports. They were exchanged and the case continued for about an hour and a half. The pt was then opened to complete the case, the exchange of trocars took two minutes and did not cause any negative pt consequence.